Event description:
It was reported that there was a thrombus in the sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) was selected. During preparation there was difficulty tightening the touchy valve and the wds was not able to be flushed properly. This wds never entered the patient. During this time the was already positioned in the laa of the patient. The physician removed the pigtail catheter from the was and found a large thrombus in the sheath. The sheath was flushed and the thrombus was pulled out of the sheath. The act at the time was 146 and the physician gave the patient 10,000 units of heparin. Following this a second wds was used to go up and the closure device was implanted successfully with no issues. The patient woke up and passed all the neurological exams. They were fine following these events.